Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The customer was instructed to reset the pump to resolve the issue. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.